Manufacturer narrative:
The product is not available for evaluation.additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Please note, the correct catalog number is crsxxxxx (unknown cypher rx [ous]). Per affiliate, an unknown cypher stent was found to be fractured post-implantation in the right coronary artery. It was unknown when the stent was initially implanted. Multiple attempts to retrieve detailed information about the patient, the product, and the event were unsuccessful. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity, and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
The stent was implanted in the right coronary artery (rca). However, the stent was fractured. The product was cordis product. No further information was available.